Event description:
The customer stated that she was hospitalized due to hyperglycemia. It was reported that the customer's blood glucose level was greater than 600 mg/dl. The customer's doctor stated that there was blood in the cannula of the infusion set, and it is likely that this is what caused the high blood glucose levels. The customer declined to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.